Manufacturer narrative:
Additional testing of the initial reporter's test strips using a retention meter and controls was performed. Qc testing using level 2 controls: testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.6 inr.

Manufacturer narrative:
The initial reporter's test strips were returned for investigation and were tested using a retention meter and controls. Testing results (qc range = 0.5 - 1.9 inr): qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a neoplastine reagent on a stago compact max analyzer. At 1:05 pm the meter result was 6.1 inr. The patient used the second drop of blood for testing. At 4:49 pm the laboratory result was 3.2 inr. The patient¿s therapeutic decisions were made based off of the laboratory result as it was believed to be correct. The patient¿s therapeutic range is 2.0-3.0 inr.